Manufacturer narrative:
Product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) implant surgery a patient experienced glistenings and worse of vision on her right eye. Additional information has been requested but not received to date.